Event description:
A regional manager of forth medical, gliatech's distributor in the UK, spoke with the dr at hosp. The dr told the manager of two events that occurred 2-3 months ago. The pts suffered loss of blood pressure when adcon-l was administered and the situation resolved within a minute. Upon further investigation with the dr's anesthetist it became clear that one of the incidents had been previously reported (MDR#1530649-2001-00280) and that there was only one new event to report at this time. Specific pt details were not obtained.